Event description:
Patient presented to the physician post-implant procedure with a hematoma at the neck incision site. Physician brought the patient into the or, drained the hematoma, irrigated the neck pocket, and closed. Physician prescribed a 7-day course of antibiotics.